Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lock clip applier instrument to perform failure analysis. The large hem-o-lock clip applier instrument was analyzed and found to have a derailed grip cable at the distal end. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, there was difficulty opening the large hem-o-lok clip applier jaws. The procedure was completed as planned with no reported injury.